Event description:
Patient reported obtaining a blood glucose result of 290 mg/dl, while using the suspect product. Patient indicated that he switched strip vials and retested blood glucose, 1 minute later, with a result of 99 mg/dl. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the suspect product. The suspect product was not returned to the manufacturer for evaluation.